Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(6)) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a clinical study. It was reported that on the three month post-operative visual field testing, the patient was noted to have a stable mild right superior homonymous defect. This was not a complete hemianopsia, only the superior quadrant was affected. The patient did not report any visual deficits and did not have a deficit to the confrontation testing in the clinic. No diagnostic testing was performed and no action was taken. Per the investigator, this event was related to the thermal therapy system. The event was unresolved and no further actions were planned.

Manufacturer narrative:
A software analysis was initiated as part of the investigation. The analysis found that the software of the ablation system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this was not a complete quadrantanopia, only the superior quarter of the right superior quadrant was affected.